Manufacturer narrative:
Additional information was received on 24-jul-2024. Patient has fully recovered. The patient has been discharged from the hospital. The date of discharge was unknown. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. Response to location of cardiac perforation was "n/a". In addition, provided additional concomitant products. Therefore, updated ¿d10. Concomitant medical products and therapy dates¿ section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis. After the end of the procedure, pericardial effusion was confirmed with echocardiography. Description of health problem was cardiac tamponade. After pericardial drainage was performed, the patient returned to the general ward. There were no intraoperative problems. During transseptal puncture, the perforation was suspected; however, it was unclear when the event occurred. The physician commented that it might have been caused by the many times of ablation performed. Ablation was performed before the cardiac tamponade was confirmed. Steam pop was not confirmed. The causal relationship with the product was unknown. No abnormalities observed prior to use of the product nor during use of the product. Additional information was received. The physician¿s opinion on the cause of this adverse event was procedure related. It was unclear when the event occurred. Suspected to have perforated cardiac tissues during transseptal puncture. Otherwise, it might have been caused since many ablation performed. Patient did not require cardiac surgery. Patient improved.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31265362l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).